Manufacturer narrative:
(B)(4). Part # cm-9155, quattro link, anchor 5.5mm, lot # 65289188. Foreign : india. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported during the rotator cuff repair surgery, while deploying the quattro link sp anchor, the anchor broke. It was reported the tip broke and a piece is stuck in the patient's bone unable to be retrieved. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: a5; d8; d9; h2; h3; h6. Visual inspection confirms the anchor is fractured but a piece remains in place at the tip of the inserter. The anchor fractured just above the indicator line. The other portion of the anchor was not returned for evaluation. The inserter adjustment knob and trigger mechanism function correctly and smoothly. Medical records were not provided. Device history records were reviewed and no discrepancies related to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.